Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the patient pack revealed that one of the closing clips of the strap was detached. There were no observed issue with the velcro. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the carrying case had unraveled stitching on the velcro. The carrying case was exchanged. The carrying case was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.